Manufacturer narrative:
The reported complaint related to an over infusion could not be confirmed, as the incident source device was not returned for investigational testing. The customer-provided secondary tubing set involved in the reported incident was not observed with to have any issues or abnormalities and it is not thought to have caused an over infusion. No further investigation of this event is possible at this time. The root cause of the reported over infusion could not be determined, as the source device was not provided for investigation.

Event description:
It was reported that epoch was programmed at a rate of 25ml/hr for a duration of 22 hrs however infused in 4 hrs. The customer stated that the drug is programmed into the device to infuse as a primary infusion however it was hung as a secondary infusion .the customer stated there was no patient harm there was a delay in treatment. The event occurred hematology & oncology unit.although requested, no additional information about the event was provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient demographics requested however not provided. Serial numbers not provided.

Event description:
It was reported that epoch was programmed at a rate of 25ml/hr for a duration of 22 hrs however infused in 4 hrs. The customer stated that the drug is programmed into the device to infuse as a primary infusion however it was hung as a secondary infusion. The customer stated there was no patient harm there was a delay in treatment. The event occurred hematology & oncology unit. Although requested, no additional information about the event was provided.